Manufacturer narrative:
Concomitant medical products: product ID 3487a, lot# j0008020v, implanted: (B)(6) 2000, product type: lead; product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type: extension; product ID 7435, serial# (B)(4): product type: programmer. (B)(4).

Event description:
It was reported that a patient experienced a loss of therapeutic effect and it was unknown when this began. It was reported that the impedances were greater that 4,000 ohms on all bipolar pairs. It was reported that the patient "barely felt anything" when the amplitude was turned up to 10.5v and all 4 electrodes were active. It was noted that the reporter thought the current condition of the battery was "still good." Additional information received reported that the patient's health care provider (hcp) was made aware of the patient's current condition and the hcp planned to follow up with the patient in the future. It was noted that the patient was not interested in having the system revised or replaced.